Event description:
It was reported that on an unknown date, the handpiece leaked. Additional information was requested and on (B)(4) 2014 the following was provided by the materials coordinator: on (B)(6) 2014 leaking was found at the end of the handpiece. It was discovered before surgery. There was no patient contact, injury, or delay of surgery. The patient was not anesthetized when the problem occurred. A replacement product was available to be used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.